Event description:
It was reported that sometime post a computed tomography guided percutaneous cyst drainage catheter placement, the thread was allegedly digressed. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows one navarre opti drain catheter and the pigtail thread was noted on the distal end of the catheter. The thread was noted to be separated from the hub of the catheter. However, investigation is inconclusive for the reported sure-lok thread digression issue due to the nature of the photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: h6 (result) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a computed tomography guided percutaneous cyst drainage catheter placement, the thread was allegedly digressed. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of 07/02/2023. The correct g3 date is 07/03/2023. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows one navarre opti drain catheter and the pigtail thread was noted on the distal end of the catheter. The thread was noted to be separated from the hub of the catheter. Therefore, the investigation is confirmed for the reported break and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a computed tomography guided percutaneous cyst drainage catheter placement, the thread was allegedly digressed. Reportedly, the catheter was replaced. There was no reported patient injury.